Event description:
Account alleged that the bed would not go into trendelenburg. No alleged injuries by account.

Manufacturer narrative:
Tech found that the hi/low limit switch needed to be adjusted. Tech adjusted the hi/low limit switch to resolve the issue.